Event description:
Physician reported, via regulatory agency "patient felt pain" and "capsular contracture iii." Device was explanted. This record is for the right side.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" and capsular contracture baker grade unknown.

Event description:
Physician reported, via regulatory agency "patient felt pain" and "capsular contracture (unknown grade)." Device was explanted. This record is for the right side.